Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device discarded by facility.

Event description:
During a totally thorascopic procedure, there were evidence of pericardial adhesions associated with the right pulmonary veins. The dome of the left atrium was dissected and several ablations were performed forming a part of the roof line with the coolrail device. The surgeon then continued to dissect around the right pulmonary veins which was challenging. He then made several attempts to pass the lighted dissector around the right pulmonary veins. On his final attempt he perforated the left atrium in the vicinity of the right inferior pulmonary vein. There was significant bleeding from the left atrium and the surgeon converted the procedure to a median sternotomy, hemostasis was secured and the patient was placed on bypass. The doctor then performed a biatrial open maze procedure using the bipolar clamp and cryo ablation. The laa was occluded with a size 45 mm atriclip.